Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported clinic and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had gone to a clinic with hypoglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include dizziness, blurred vision, and ketones. The patient also stated that the pod lost communication. The patient was treated with shots of insulin until her bg levels came down to 250 mg/dl and water. The patient was released the same day. The pod was not worn when seeking medical attention.